Event description:
It was reported that bd arterial cannula 20g/45mm leaked ¿purpose of use:arterial blood pressure monitoring basis for use:patient's condition deteriorated and shock developed. Conditions of use: monitoring blood pressure and cardiac function, arterial tube leakage, inappropriate blood pressure monitoring adverse event scenario: leakage from arterial line impact on victims:blood pressure monitoring failure treatment taken: (B)(6) 2024 treatment: arterial line replacement time to improvement of adverse event: (B)(6) 2024¿.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.